Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the middle portion of a somewhat tortuous rca, the quantum maverick monorail balloon lost pressure at 4-5 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown). The patient was asymptomatic during this event. A terumo introducer sheath (size unknown), an asahi-intecc renato guidewire (size unknown), a 6f medtronic zuma2 jr4 guide catheter and an encore26 inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.